Event description:
It was reported that during repeated attempts to implant this left ventricular (lv) lead, the guide catheter fell out of the coronary sinus and was unable to re-enter the coronary sinus during another attempt. Venous dissection was then noted in an angiography. The procedure was then changed from a cardiac resynchronization therapy defibrillator (crt-d) system implant to an implantable cardioverter defibrillator (ICD) system implant. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during repeated attempts to implant this left ventricular (lv) lead, the guide catheter fell out of the coronary sinus and was unable to re-enter the coronary sinus during another attempt. Venous dissection was then noted in an angiography. The procedure was then changed from a cardiac resynchronization therapy defibrillator (crt-d) system implant to an implantable cardioverter defibrillator (ICD) system implant. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.